Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). During an MRI scan, the patient felt overheating near the lead tip in the cervical area. It was suspected there was overheating in the spinal cord stimulation patient. The ins was in MRI mode and the MRI scan was performed following the manufacturer's guidelines. It was unknown what factors may have led or contributed to the issue. The scan was stopped. The patient did not have any consequences and felt fine. The ins was switched on and it worked properly; the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported there was heating of the ins during the MRI. The overheating was felt by the patient a few minutes after beginning the scan.

Manufacturer narrative:
The associated lead model number is 977a290. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative reported that the lead lot number and implant date was not available. The impedance values were within range.